Manufacturer narrative:
Sample was lithium heparin plasma, centrifuged at 5000 for 5 minutes. System check run on (B)(4) 2009, met specs. Quality control for this assay was within customers expected ranges. On (B)(4) 2009, the field service engineer ran high sensitivity foam/no foam testing which passed. Verified the system was running within specification. Discussed potential of sample handling contributing to the event with the customer. Follow up on (B)(4) 2009, indicated the system had been running fine since service was on site. Discussed sample handling as potential cause and sent sample handling educational info. Root cause was not determined. Sample handling may have been a contributing factor. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable event.

Event description:
Customer reported erroneous high accu tni (troponin I) test result was obtained to one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range, and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were reported out of the lab. Repeat analysis was performed with another unicel dxi 800 access immunoassay system. The test results were within the normal range. The sample was also repeated 5 times with the initial unicel dxi 800 access immunoassay system. An amended test report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event.